Event description:
A secondary bag was hung to administer naphos to run over 2 hours. It was prepared and then the pump turned off. A unit of blood was transfused, then when the pump was turned back on to infuse the naphos, the bag was empty. The patient was not harmed. This was second problem with secondary tubing within 24 hours.